Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient felt that their bladder wasn¿t emptying as before. The patient stated they had also been having to go to the bathroom more frequently, which was more than they would void before they had the procedure. It was noted that the trial began on (B)(6) 2019. No further complications were reported.